Event description:
A nurse activated the light source from the management system box and at the same time the surgeon saw smoke and noted that the light cord was lying on the drape and was not connected to a camera or lens. The light left a small hole in the drape. Neither the patient or surgeon were burned, but everyone was concerned at how hot the light cord got. The manager has reviewed with staff the importance of ensuring the light cord is connected prior to activating.